Event description:
The following has been reported: customer reported: 'just heard from an ICU nurse this morning, they had an ICU patient that had heparin going and the nurses were in the room when an IV set "exploded" they said the patient had an antecubital IV and he was bending his arm and it was trying to restart and all of a sudden, the tubing "exploded", blood backed up the line. They did not save the set or the packaging due to blood in it. A preliminary review identified the following issue: administration set breaks (any part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.